Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message was displayed shortly after interrogating the device for the first time after the programmer's sw had been updated. The system was rebooted and interrogation was able to be completed normally, however, the egm's and diagnostic data were permanently lost.